Manufacturer narrative:
The customer¿s report of channel disconnect events was confirmed. A log analysis confirmed the incident occurring on (B)(6) 2018 between 6:37:56 pm and 6:43:34 pm, while infusion the medication clevidipine-cleviprx. Log results also identified the channel disconnect malfunction associated to a power loss between the pump module and the pcu, consequently causing the pump to lose power, terminating the infusion. Testing, consisting of an iui inspection with the use of magnification, determined the incident was attributed to contamination exhibited on the male iui connector contact pins. The probable cause of the channel disconnect/ power loss error event is due to the presence of contamination observed in the male iui connector pins. The root cause of the contamination identified on the male iui connector pins was not definitely determined.

Event description:
The customer reported that the device failed with a channel disconnect four times while infusing cleviprex and tpa to a patient while in transport outside the facility. There was no patient harm. Received with the product in the receiving lab were 2 documents indicating the following problems "system error: 132.3000 return to factory" and "failed patient occlusion 'channel error' (4x) (240.4150) bottle side pressure sensor: voltage too high".